Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) replaced the power management (pm) board as part of the recall. The unit was tested, and it was returned to service.

Manufacturer narrative:
The device was not in clinical use. No patient or user harm was reported.

Event description:
The customer reported the unit has a 35 v supply failed; aux alarm supply failed; backup alarm failed; and blower stalled error messages. The customer suspects the power management (pm) printed circuit board (pcb) which is under recall. The remote service engineer (rse) advised the caller that he may have a faulty power management (pm), power supply, motor controller (mc), or central processing unit (cpu). The rse created an onsite work order and an action item to get the recall scheduled as the customer would like to get the unit completed. The device was not in clinical use. No patient or user harm was reported.